Event description:
The s/l catheter was placed in 2004 and the fifth day they noticed a pin hole just below the suture wing, initial investigation indicates the leak is located subq. Changed to MDR the next month.